Event description:
It was reported that intermittent cartridge alarms occurred during insulin delivery. Customer's blood glucose level was 230 mg/dl. Reportedly, customer continued to use the pump for insulin therapy. Additionally, it was reported that the customer experienced a blood glucose (bg) level of "high"; specific value was not provided. Cause for bg was unknown. Customer administered a manual injection to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Manufacturer narrative:
The failure investigation has been completed and the alleged cartridge alarm issue was verified. Based on the analysis, the alleged issue was verified in the pump logs; however, no failure was identified.